Event description:
Per the info provided to co by the physician's office, via co's intl rep, the device was removed because "the cylinders came out ot [the] urethra." As reported to co, the entire device was removed and replaced. 7/25/97-in the requested info, the physician/surgeon stated that "the device needed refilling [sic] after sometimes [sic], after refilling [sic] the cylinder came out of [the] urethra."